Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions without original packaging. Visual inspection shows a faulty pump, cracked tank cover, rusty heater and a corroded interlock block assembly. The device was tested and confirmed the customer complaint as the path of circulation was contaminated with rust. Most probable root cause due to improper solution being used in the circulation cycle. The heater, pump, quick connect, pole clamp, main block and reflux plug were replaced to repair damage and preventative maintenance. The heater was replaced along with the pump, the tank cover, the interlock block and the 390 assembly. A manufacturing device history review was not done as the device is year beyond the manufacturing date. Service history review notes device has not been in for service previously.

Event description:
It was reported that the warmer had rust infiltration. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.